Event description:
It was reported that the customer requested device evaluation. Upon examination of the device, the fse observed there were power interruptions and the batteries were not making good contact due to bent battery pins. Patient use was indicated, however, there was no adverse event was reported.